Manufacturer narrative:
Failure analysis noted that the insulin pump was received while alarming compromised force sensor system during the prime a33 test at 4.0 pounds due to a cracked end cap. The insulin pump was also received with a scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, cracked display window corners and a cracked belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that while the customer was changing the set, insulin pump alarmed compromised force sensor system during priming and that insulin was squirting during the manual prime process. During troubleshooting, the customer's blood glucose level was 200 mg/dl. The customer stated that the insulin squirted out during the manual prime process. She stated that the drive support cap appeared to be normal and had not been pressed. She stated that the pump had been dropped but not lately. The customer was advised that the possible cause of the compromised force sensor system occurred during seating the force sensor, which did not detect the reservoir. The customer was advised to disconnect from the insulin pump and to revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The pump was returned and analysis was completed. Nothing further reported.